Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of tri-funnel balloon bursts due to inflation was confirmed, and the cause appears to be use-related. The device returned was a 24 fr, 20 cc inflation volume tri-funnel replacement gastrostomy device. Visual observation found one split in the balloon, extending longitudinally, about 1.4 cm and 1.3 cm in length, respectively. A wrinkle was found in the balloon distal to the split, and the split in the balloon was directly opposite the inflation hole. Brownish residue was found at the inflation hole and within the broken balloon. The split in the balloon was directly over the inflation hole. Microscopic evaluation found that the sides of each split were found to appear to fit together well. The surfaces of each break did not appear to be striated or shiny, but granular. Some evidence of tearing was present in each case, both splits having a ¿tooth¿ of material extending from the main fracture. The type of fracture surface, as well as the stretching around the split, is consistent with burst fracture due to overpressurization. The IFU states the following; ¿never use air to fill balloon as this can result in incorrect balloon inflation size and device retention and could potentially lead to inadvertent device removal by the patient. Do not exceed the maximum recommended inflation volume as this may cause excessive pressure on the gastric mucosa and migration of the internal balloon into the peritoneal cavity which can result in serious consequences including peritonitis, sepsis and potentially death. Do not administer feeding or medication into the color-coded balloon inflation lumen as this lumen does not provide access for nutritional support to the patient¿s gi tract and could potentially damage the balloon and cause blockage of the balloon inflation lumen. If placement and patency cannot be confirmed do not begin feeding. Placement or slippage of the device into the peritoneal cavity will result in serious consequences including peritonitis, sepsis and potentially death.¿ ¿3. Check balloon volume every 7 to 10 days for correct inflation volume using the following steps: discontinue feeding. Use a luer-tip syringe to completely evacuate water from balloon. Discard evacuated water. Reinflate balloon with appropriate amount of water. Maximum inflation volume is printed on the color-coded balloon inflation port. 4. For optimal performance, the bard* tri-funnel tube should be replaced every 30 days or as required to ensure balloon patency and an unoccluded tube lumen.¿

Event description:
It was reported that the balloon was ruptured by inflation. No other information was reported. This report addresses rupture one.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of ngav1537 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (ngav1537) have been reported from the same (B)(6) facility. Device not yet returned for evaluation.

Event description:
It was reported that the balloon was ruptured by inflation. No other information was reported. This report addresses rupture one.